Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose levels the evening prior. The blood glucose reading at the time was 563 mg/dl. The customer reported that the connection at the quick release was not connected, which may have been related to the elevated blood glucose levels. The blood glucose reading at the time of the call was 369 mg/dl. She complained of flu-like symptoms but did not contact her doctor and treated with manual injection and bolus instead. Upon troubleshooting for high blood glucose, the customer reported that she did not find a leak. Removal of the infusion set prior to the call revealed that the cannula was bent at a 90 degree angle. The customer also mentioned calibration issues with the sensor. Nothing further reported.